Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had a damaged auxiliary cable jack on the back of the monitor. Also there was a motion error and the system freezes. No patient injury was reported.